Event description:
One infant patient with discrepant results for potassium. Initial result gave 4.48 mmol/l, repeated three times giving 8.40, 8.18 and 8.32 mmol/l. Result was not reported out and no one was adversely affected. User was unable to provide information to determine if additional patient samples were impacted by this event. The field service representative determined the cause to be a clot in the ise mix tower, and removed clot from mix tower and replaced the waste pump. Adjusted system pressure, mix, dry and wash times. Performance tests were performed.